Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced infusion set cannula being kinked on (B)(6) 2024. The set was found to be kinked 3 or more hours after insertion, after being in use for 6 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.